Manufacturer narrative:
(B)(4). A lot history record review was completed for lots 25118720, 25118897 and 25119085 the last 3 lots shipped to the account prior to the event date. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. Tissue and charred material was observed on the jaws. A visual inspection was conducted. The silicone insulation on the cold jaw was peeled with detachment at the tip. No other no conformance was observed. Based on the condition of the device as found and the results of the investigation, the reported complaint was confirmed for peeled jaw. Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro, the harvester was doing the final run with the c-ring when she noticed a small piece of the silicone from the jaws in the tunnel. The harvester easily retrieved the piece, inspected the tunnel for more pieces and completed the product without incident. The hospital did not report any patient effects.

Manufacturer narrative:
On (B)(6) 2015 01:06 pm (gmt-5:00) added by michael (B)(6) ((B)(4): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro, the harvester was doing the final run with the c-ring when she noticed a small piece of the silicone from the jaws in the tunnel. The harvester easily retrieved the piece, inspected the tunnel for more pieces and completed the product without incident. The hospital did not report any patient effects.